Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) was confirmed. As received the belt failed the te recognition test. Upon eval the trunk cable was pulled from the strain relief. The pulled trunk cable pulled the shrink tubing from the pule wires in the distribution node (dn), causing the front and rear pulse wires to short. The cause of the test failure was the shorted pulse wires. The cause for the pulled cables was excessive force on the cable section. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt therapy electrodes were non-functional.